Manufacturer narrative:
Dysarthria, ataxia, and weakness are known side effects listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment for essential tremor on the second side, the patient experienced dysarthria, ataxia, and weakness.